Event description:
It was reported that a patient had a break in aseptic technique during continuous ambulatory peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as a touch contamination. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. Five days after onset, the patient began treatment with vancomycin (intraperitoneally (ip), 2 g, every four days), oral fluconazole (50 mg per day), and alteplase (7.5 mg, directly in catheter for every four days) for the peritonitis event for twenty-two days. Pd therapies were ongoing during this time. The patient recovered from the peritonitis. Forty-four days after the initial episode of peritonitis, the patient experienced relapsing peritonitis manifested by cloudy effluent. The cause of the relapsing peritonitis was not reported, but is considered to be due to a use error, consistent with the culture report. On the day of the onset of the relapsing peritonitis, the patient began treatment with vancomycin (2 g, ip, once every four days), ceftazidime (1 g, ip, once a day), oral fluconazole (50 mg, once a day), and alteplase (7.5 mg, ip, once every four days) for the recurrent peritonitis. After six days of ceftazidime treatment, that therapy was discontinued. After thirty days of alteplase, fluconazole, and vancomycin treatment, those therapies were discontinued. The patient was recovered from the recurrent peritonitis after four days. It was not reported if the patient was retrained on proper aseptic technique. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in cmplnt-(B)(4).